Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that hypotension and vessel perforation are potential adverse events that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used for a retrograde treatment of a heavily calcified lesion in a 3.5mm mid-distal left anterior descending (lad) artery. On the second treatment, the oad crown jumped. The physician performed a third treatment, and a perforation was observed in the mid lad. The patient's blood pressure decreased. A stent was placed at the site of the perforation. A total of three stents were placed from the proximal to distal lad to complete the procedure. The patient was in stable condition.